Event description:
Caller reported a cgm error had occurred, specifically error 42 with a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information for a complete pump reset and guided them through the process. After resetting the pump, the cgm error code did not reappear, and the caller was able to successfully start their sensor session.